Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No unexpected motor slows down or numbers ramping on their own noted. No moisture damage was found on the motor or electronics. However, the insulin pump was received with cracked battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's daughter called in to report that insulin was "squirting" out during the manual prime process. The caller did not report a compromised force sensor system alarm. The customer's blood glucose level at the time of incident was 242 mg/dl, and was 197 mg/dl at the time of call. The caller reported that the bolus history does not display all entries. The caller performed the displacement test and it passed. The customer was shipped a tubing clamp and was advised to call back when it arrived to troubleshoot. The customer was sent a replacement device and products, and was advised to return the malfunctioning products back for analysis.